Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event injury nos replace with new event medical device removal. Cluster ID, removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure placement in the left tube". The patient's medical history included multigravida, parity 5, ruptured ectopic pregnancy (status post right ruptured ectopic pregnancy) and salpingectomy (status post right salpingectomy). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: essure insertion details: procedure: at the end, 2 coils were seen; however, there was significant fluff in the polyp that was in front of the tube and an adequate flow could not be made of the disposition of the apparatus. Several attempts were made to do this that were unsuccessful. The hysteroscope was removed and a polyp forceps was then used to try to grasp the polyp around the area. There was a small amount of bleeding in the uterus. Surgical pathology report: cervix: benign endo and ecto cervix; negative for significant histopathologic changes and dysplasia or malignancy endometrium ¿ benign, weakly, proliferative endometrium; negative for hyperplasia or malignancy myometrium - negative for significant histopathologic change and malignancy fallopian tube: grossly identified, silver metallic coiled device; cross sections of benign fallopian tubes with attenuation of fimbriae; otherwise negative for significant histopathologic changes. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "pelvic pain and medical device monitoring error"." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: medical record received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ pelvic pain and medical device monitoring error¿. This case was medically confirmed, medical history and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.